Manufacturer narrative:
This is a supplemental report to provide additional information. The manufacturing record was reviewed and found no irregularities. Omsc presumed that the phenomenon occurred due to failure of the image sensor unit or circuit board inside the scope connector. The exact cause of the reported event could not be conclusively determined.

Event description:
Olympus medical systems corp. (Omsc) was informed that during the incoming inspection for repair at olympus service operation repair center (sorc) on december 10, 2021, it was found that scope communication error e226 occurred due to breakage of the electronic board, and screen was like sandstorm and the subject could not be recognized. There was no report of patient injury associated with the event.

Manufacturer narrative:
Sorc checked the subject device and found the phenomena. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.